Event description:
It was reported that during generator revision surgery due to end of service, the surgeon noted that the lead appeared to be delaminated and burnt. The surgeon stated it was located close to the generator pocket. The lead body seemed to be continuous; however, the silicone was burnt through and there was some black substance inside the lead body. Diagnostics were not performed pre-operatively. The surgeon replaced the test and generator. The explanted lead and generator were returned to the manufacturer and product analysis is currently in process.